Manufacturer narrative:
The pump has been returned to animas and evaluated on 30-jul-2018 with the following findings: a call service 69 alarm was reproduced during the investigation. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were call service 087 alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.